Event description:
Lap band starting causes problems with swallowing and food and water coming back up and evidentially nothing staying down and coughing continually, nothing helping for the problems. Had band unfilled, still didn't help. Then on (B)(6) 2018 had to have surgery to have it removed. Slowly recovering, then after surgery developed a pe blood clot in the lungs - slowly recovering.